Event description:
Alaris pca pump module (8120) administered a unrequested dose per the rn at bedside. When the device was initially set up there was an error indicating the med could not be delivered as a dose had just been given. The cord was swapped out and the problem recurred, indicating the issue is with the device. The device will be returned to alaris for evaluation. Rn states that no more than .2 ml uncommanded medication was delivered to patient and no change in patient. Condition was noted. Manufacturer response for alaris (carefusion) 8120 pca module, (brand not provided) (per site reporter). They will evaluate the device for uncommanded dose administration.